Manufacturer narrative:
The device in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. Note:based on the information provided that the patient experienced a cardiac arrest due to heroin overdose. The patient was resuscitated, underwent therapeutic hypothermia. However;the patient never recovered and eventually expired. Per reporter, the patient's death was attributed to the patient's clinical condition of heroin overdose that led to cardiac arrest and the death was not attributed to the device.

Event description:
It was reported that the patient was hospitalized for post cardiac arrest and required therapeutic hypothermia. The quattro catheter was placed in a patient. During maintenance phase it was found that the saline bag ran dry blood return in line. It was assumed that the catheter was leaked. The system was switched in standby mode and the catheter was kept inside the patient for central access use. The blanket was performed on the patient instead. Additional information was received that the patient had expired .per reporter, the heroin overdose that led to cardiac arrest and the death was not attributed to the device.